Event description:
An initial MDR regarding this case was filed 27-jan-2023 (report number 3016798778-2023-00002). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs show that (B)(6) generated a pump failure alarm on the date of the complaint. Logs also show that on the date of the complaint, (B)(6) generated a pump error alarm and a cassette problem alarm. Both pumps were disassembled and the reported issues were attributed to hardware failures in each pump. Both pumps performed as designed by alarming to alert the user of the hardware failure.

Event description:
An initial report of patient hospitalization was made to united therapeutics on (B)(6) 2022 and forwarded to millyard advanced medical products llc on (B)(6) 2022. The patient's daughter reported she could not pair her father's remote and pump, and was unable to resolve. The patient went to the hospital to continue to receive remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.